Manufacturer narrative:
Follow up #1 (B)(4) - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the display screen was dim and discolored. A test display was attached to the pump and illuminated properly without discoloration.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display issue. The reporter claimed the display is so dim, it cannot be seen during daylight, only in a dark room. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.